Event description:
Unomedical reference number (B)(4). Event occurred in the united states. It was reported that while the patient was trying to insert an infusion set, the needle stick was damaged as the needle got separated from the tubing. No further information available.